Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss; (B)(4). 5.4 x 9 ref 68011112 lot: s15696, 6.'5 x 3.5 ref. 68013028 lot: 539938.